Event description:
Boston scientific (ams) penile prosthesis was exchanged for a new prosthesis since the original device was no longer functioning. According to the pt, the prosthesis was originally implanted in 2012 at a (B)(6). Original implantation info shared by the MFR includes: cylinder / pump model: 72404232, lot/sn (B)(4), reservoir model: 72404155, lot/sn: (B)(4). New device info: model: 27404155, cat #27404155, lot # 650761016.